Event description:
Empty IV bag used for compounding tpn found sealed incorrectly. I expected IV ports to be in sealed IV bag sealed, but found IV port sticking out of bag. This error prevents user from adding sterile medications to IV bag.